Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the handset took forever to load and displayed a service code 156. They noted that it took "30 minutes or so" to connect. Caller stated that the issue started "since the beginning." Agent walked caller through clearing the data; caller confirmed that they were able to connect right away. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.